Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4). Medical equipment company technician/representative. Concomitant medical products: 51-102070, tprlc xr fp type1 pps 7.0, 6238803; 51-102070, tprlc xr fp type1 pps 7.0, 6238803; 51-103150, tprlc 133 type1 pps so 15.0, 6278710; 51-105110, tprlc xr t1 pps 11x142mm, 6238825; 51-106110, tprlc 133 mp type1 pps so 11.0, 6278515; 51-106110, tprlc 133 mp type1 pps so 11.0, 6278519; 51-106110, tprlc 133 mp type1 pps so 11.0, 6278519; 51-106110, tprlc 133 mp type1 pps so 11.0, 6278519. Report source, foreign: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04701, 0001825034 - 2018 - 04702, 0001825034 - 2018 - 04703, 0001825034 - 2018 - 04704, 0001825034 - 2018 - 04705, 0001825034 - 2018 - 04706, 0001825034 - 2018 - 04707, 0001825034 - 2018 - 04708.

Event description:
It was reported that during incoming inspection there was debris found inside the sterile packaging. This event did not occur during surgery and had no patient involvement.

Manufacturer narrative:
The returned products were visually inspected and the reported event (debris in packaging) was confirmed. Review of the device history record identified no deviations or anomalies that would contribute to this event. The debris is due to damage foam, the likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the foam to shed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.